Event description:
Zimmer air dermatome used to harvest skin for skin grafting procedure. However, it was noted that the thickness of the harvested skin was too deep. Initially there was concern that the blade was bent. However, investigation showed that the blade was placed upside down. There is writing/wording on the blade with the size information, but no description of "this side up." The blade is made in a manner that allows the blade to be installed upside down.